Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-424 mg/dl) and was corrected with syringes or via the pump. The customer thought the high bg was due to the stress and the pump was not working properly. During troubleshooting with tandem technical support, small air bubbles were observed in the tubing and the pump time was off by 2 minutes. The cause of the incorrect time was not known. The time was corrected and air bubbles were primed out. The contact reported that the touchscreen was also timing out and declined further troubleshooting regarding this issue. No other device issues were identified.